Manufacturer narrative:
The suspect device has been returned to the manufacturing facility for the evaluation.

Event description:
During the band ligation procedure, speedband superview super 7 ligator was used. The system was properly set-up on the scope. The varices were suctioned and when the physician tried to deploy the bands, there was no click and the bands deployed in multiples creating a jam. The physician immediately changed the device for a new one and successfully completed the procedure without further incident. There was no adverse effect on the patient and discharge was provided. The patient's post procedure condition was reported to be stable.